Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during advancing of the device inside the guide catheter, the shaft broke. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.